Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the valve was leaking. It was taking in bubbles, which can be seen on the tubing. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the valve was leaking. It was taking in bubbles, which can be seen on the tubing. No adverse patient consequence was reported. Additional information was received and it was reported that the hemostasis valve (gasket) did not dislodge inside, nor outside the hub. The brim cap did not become detached from the sheath. There was no blood return observed; however, blood had to be aspirated via syringes because of air entering the valve. The approximate volume of blood lost was 40 ml. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history review was performed for the finished device number lot 60000461 and no internal action related to the complaint was found during the review. No leakage issues were observed. Therefore, the complaint was not duplicated, and it could not be confirmed. The hemostatic valve leak issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to follow up report #1 (B)(4): the h2. If follow-up, what type? Field was updated and ¿device evaluation¿ was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).